Event description:
It was reported that the pump requested a minimum of 50 units multiple times during the load process after the customer reused a cartridge. The customer's blood glucose was 200 mg/dl. During a follow up with tandem technical support, the customer indicated their blood glucose level lowered to 191 mg/dl and that they were successfully able to load a new cartridge and resume insulin delivery.

Manufacturer narrative:
The t:slim pump user guide states to only use single-use, disposable t:slim cartridges. The efficacy of the t:slim pump can not be guaranteed if cartridges are filled more than once. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.